Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons due to corroded lcd board. There were no missing segments.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 138 mg/dl at the time of incident. The customer stated that the pump was tucked towards the skin and had condensation in the pump and the face looked pixilated. She stated that the entire screen and bottom base showed fluid. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.